Event description:
Hospital reported patient had a reaction to the ultravist contrast during a procedure. Patient's face started swelling and the patient passed out. Patient passed out. Patient was sent to the emergency department where epinephrine and benedryl were adminstered. Patient remained in the emergency department for observation and released.